Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from (B)(6) stating "service as needed" but on examination, it was observed that the device had damaged locking components and blades. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.